Event description:
It was reported that during the revision surgery to correct a backed out interbody device, it was found that the l5 pedicle broken. The pedicle screw at l5 was also explanted. The hook was implanted. The surgeon stated that the event may have occurred during the post op rehabilitation. The pedicle broke leaded to the screw loosening, then resulted the cage back out.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.